Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test alarm or any insulin pump error noted during the testing. However, pump error 63 and 43 were confirmed in history file due to broken trace at u1 keypad assembly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures. The customer reported that a broken force sensor was detected during seating or regular delivery and an error in the motor was detected by reading unexpected value from hall sensor. The customer also reported that the insulin pump had battery failed alarm the customer performed troubleshooting and the customer was able to clear the alarm and was able to rewind the insulin pump however, self test did not pass. The customer stated that the insulin pump was not exposed to high magnetic fields. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.